Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, d6a: implanted date: device was not implanted , d6b: explanted date: device was not explanted, e3: occupation: rcis. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following information: it was reported that the tr band balloon failed to maintain pressure and deflated. The device was noted to be losing air immediately after inflation. The patient remained stable throughout the event. The balloons were successfully inflated by the healthcare professional; however, minimal bleeding was observed, although no patient harm occurred. A terumo sheath was present at the access site when the tr band was applied for closure. As hemostasis was not achieved with the initial device, a second tr band from the same lot was applied and successfully achieved closure of the access site. The estimated blood loss was less than 250cc. The patient underwent a left heart catheterization prior to application of the tr band. There was no noticeable damage to the device, and no manipulation of the product occurred prior to use or during storage. The product had been stored for less than one month and was reordered frequently.